Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length, model: 3186, UDI: (B)(4), serial: (B)(6), batch: 4690744. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg replacement on 29may2026 [related manufacturer reference number: 3006705815-2025-20355], five contacts on the lead broke off in the explanted ipg. It is unknown which lead was at fault. The lead was left implanted and effective therapy was restored post operatively.